Event description:
It was reported that during testing conducted at the MFR, the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, an overheating condition was detected. Internal components were evaluated and it was discovered that the motor displayed low power, and the bearings were generating heat. The motor and bearings were replaced and the drill was returned to the user facility.